Manufacturer narrative:
The insulin pump was received with no button response due to unlocked keypad connector on lcd board. The insulin pump had broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. The customer was complaining that the replacement time too long, causing all key failure, according to electrostatic treatment cannot recover. The customer's blood glucose is normal, didn't require medical treatment.